Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to keep the ipg charged. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing great postoperatively. The explanted ipg will not be returned.